Manufacturer narrative:
The reported incident that drill sleeve axsos 4.0mm locking set was alleged of issue s-17 (device damaged) could be confirmed, but s-11 (breakage during surgery) was considered for this investigation, since fitting better the observed failure. Based on investigation, the root cause was attributed to a user related issue. During device inspection, breakage of the device tip could be observed. The breakage affects the whole tip circumference. A helical fracture is observed, meaning that it was due to torsional loading. The instantaneous zones are clearly observable, given their coarse grained texture. The breakage origin is located at the bottom of the tip. Some unusual scratches along the whole handle of the device were also observed, suggesting that the drill sleeve was stuck (likely in the aiming block) and the surgeon opted for an additional tool (pincers) to unlock the device. The used tool generated the scratches at issue during the torsional movement. The latter led to tip breakage. Slight rust was also observed. The instruction for use (v15011 rev n 05-2016 instruments IFU ot-IFU-179) was reviewed: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; [...] For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques). [...] Special comments for application. Only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. [...] Before every operation, ensure that all devices to be used during the operation function correctly with each other. [...] Reusable instruments must be cleaned directly after usage. [...] Cleaning, maintenance and sterilization of non-sterile instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use.'' [Original statement(s)] the cleaning and sterilization guide (l24002000-en rev. N_ot-rg-1_rev-2_ cleaning & sterilization guide_2015-8332) was reviewed: ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient. For cleaning or disinfecting medical devices only specifically formulated cleaning agents and/or disinfectants (detergents) should be used [¿] functional check for drill guides description and function: soft tissue protection sleeves used during drilling. Potential failure modes: scratched outer surfaces, dents at the sleeve tips. Preventive maintenance: use an appropriate instrument spray for the mechanism of all moving parts and articulating surfaces. In case of failure, the instrument must be replaced and not be used.'' [Original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During a humerus fracture procedure, the surgeon placed the instrument on the plate to help when setting the screw. When performing the torque the instrument was damaged.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During a humerus fracture procedure, the surgeon placed the instrument on the plate to help when setting the screw. When performing the torque the instrument was damaged.